Event description:
It was reported that the user experienced elevated glucose of 220 mg/dl after dinner while using the ilet, and glucose trended downward during the call, suggesting meal-related hyperglycemia with successful correction. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no findings available, and there was insufficient information regarding a specific medical device problem or device component. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.